Manufacturer narrative:
Post market surveillance for med consumables. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the product leaked the patient's blood. There was no patient harm.